Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that when they opened the application, it opens to ¿docusign¿ and all kinds of symbols which were totally irrelevant to her. The patient also said, every single time they started the process, they got service code 156. Additionally, it also took a while once it reached 90% and took forever to connect. The agent walked the patient through clearing the data. The agent walked the patient through restarting the application and clearing data. The patient continued to see many different apps. The agent transferred the patient to mobility for help getting the main applications on the screen when powered on.